Manufacturer narrative:
Vyaire file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that positive end expiratory pressure (peep), fraction of inspired oxygen (fio2) and flow trigger options were missing on the avea ventilator. It also had an apnea interval alarm. There is no information of patient involvement associated with the event as of this time.